Manufacturer narrative:
(B)(4), evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. An adverse trend in us customer complaints for architect havab-igm assay (list number 6l21) regarding higher than usual grayzone/reactive (gz/r) results rate was detected on (B)(6), 2009. The investigation revealed the most probable cause for the increase rate of gz/r results is the hav antigen code (B)(4) which has a reduced potency that affects the architect havab-igm performance. (B)(4). As a result, the signal to noise ratio is shifted specially in the negative samples leaving the assay prone for false grayzone/reactive results and increases arch havab-igm assay susceptibility to reagent cross contamination and test system variability. As a preventive measure to protect the integrity of test results, customers were instructed by a product information letter to follow an alternative processing method by segregating all havab-igm samples.

Event description:
The customer was concerned about the increased number of architect havab-m gray zone patient results and the (B)(6) control recovering too high when reagent lot 93794hn00 was in use. The customer stated that five out of 8 havab-m patient samples generated gray zone results on (B)(6) 2011 which was an unusually high number for them (no actual patient data provided by the customer). The customer recalibrated the havab-m assay with the same reagent lot and the five initial gray zone patient results repeated gray zone and the low control recovered out of range high. The customer was sent a replacement lot of havab-m reagent and the customer stated they had no further increase in initial reactive or gray zone patient results or the low control recovery. There was no impact to patient management.